Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-79 -user hematocrit high. (B)(4).

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred once the blood sample was absorbed. The e-0 error occurred with multiple test strips. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of e-2 and 245 mg/dl using truemetrix air meter; customer was comfortable with the result. The customer's expected fasting blood glucose test result range is 175 - 215 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2018 she had been unresponsive and that an ambulance had been called. When the paramedics arrived they performed a blood test on the customer using their meter and obtained a result of hi. Customer was brought to the hospital by ambulance. Customer's hospital lab blood glucose test result was 1,500 mg/dl. Customer was diagnosed with ketoacidosis. Customer was given insulin IV drip, fluids, potassium and antibiotics. Customer hematocrit was extremely high. The customer left the hospital on (B)(6) 2018. No new medications or healthcare program had been suggested. Customer stated she tested with the truemetrix air meter on morning of call and had obtained results of e-0 and 215 mg/dl. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.